Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a lead integrity alert (lia) that was caused by the patient using a transcutaneous electrical nerve stimulation (tens) unit. The alert was programmed off and the crt-d remains in use. No patient complications have been reported as a result of this event.